Event description:
It was reported that a device was used during a hemorrhoidectomy. The device fired malformed staples. The surgeon completed the case and controlled excessive bleeding with hand suture.